Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increased threshold measurements. Additional information was received that the increased measurements resulted in loss of capture.